Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -15.00 diopter, and the lens tore/broke. There was no report of any patient injury. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).